Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws.

Event description:
The (B)(6) customer reported, at 7:00 p.m., she obtained a blood glucose reading of 25.4 mmol/l on a contour next meter. She performed retesting on an alternate contour next meter and obtained a reading of 8.1 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips and meters were sent to the customer.

Manufacturer narrative:
The initial MDR indicated that the repeat reading of 8.1 mmol/l was obtained on a contour next meter. Based on the additional information received, the repeat reading was obtained on a contour xt meter. Has been updated with this information.

Event description:
The repeat reading of 8.1 mmol/l was obtained on a contour xt meter.